Manufacturer narrative:
The prosthesis wear reported may have been due to a combination of risk factors specified in the hhe, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal notification, the male patient had an initial right tha on (B)(6) 2013. The plastic liner portion of the hip replacement is wearing out far faster than expected. The patient is scheduled for revision; date unknown. No other patient information/medical history reported.